Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. Update, additional patient information was provided on 07jan2025. The patient has a history of hashimoto thyroiditis and diabetes meletus. On (B)(6) 2023, initial hbsag result= 1.3 s/co (reactive); hbsag confirmatory result= 1.21 s/co (%n= 90%). Duplicate testing was performed after recentrifugation, repeated results from 2023 were reactive and repeated results from 2024 were non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
Update to sections b5 - describe event or problem for additional patient results, update to section d4 - lot #, primary UDI number and expiration date, update to concomitant product. An evaluation is in process. A follow-up report will still be submitted when the evaluation is complete.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. Update, additional patient information was provided on 07jan2025. The patient has a history of hashimoto thyroiditis and diabetes meletus. 06jul2023, initial hbsag result= 1.3 s/co (reactive); hbsag confirmatory result= 1.21 s/co (%n= 90%) duplicate testing was performed after recentrifugation, repeated results from 2023 were reactive and repeated results from (B)(6) 2025 were non-reactive. There was no impact to patient management reported.

Manufacturer narrative:
Update to section b5 - describe event or problem to correct date from 2024 to january 2025. The complaint investigation included a review of data and information provided by the customer, ticket trending review, search for similar complaints, device history record review, in house testing and labeling review. Return testing was not completed as returns were not available. Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii confirmatory reagent assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 42588fn00. A device history record review did not identify any non-conformance, potential non-conformances or deviations related to the customer¿s issue. In house specificity testing was not performed for alinity I hbsag qualitative ii confirmatory lot 42588fn00 as the lot had expired. Labeling was reviewed which adequately addresses the current issue. Based on the available information, no systemic issue or deficiency of the alinity I hbsag qualitative ii confirmatory reagent assay for lot number 42588fn00 was identified.

Manufacturer narrative:
This report is being filed on an international product, list number 08p11-22 that has a similar product distributed in the us, list number 8p11-21, with 510k/PMA/bla number p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. There was no impact to patient management reported.

Manufacturer narrative:
Update to section b5 - describe event or problem, updated section b3 - date of event, updated sectiond10 - concomitant product, updated section d4 - lot #, updated section d4 - expiration date, updated section d4 - primary UDI number, updated section h4 - device mfg date.

Event description:
The customer observed a false reactive alinity I hbsag for one patient. The customer reported that the current result was not consistent with the historical result. The result in 2023 was confirmed with the neutralizing confirmatory assay and the result in 2024 was not confirmed with the neutralizing confirmatory assay. The 2024 sample also was non-reactive for anti-hbs and anti-hbc. There were no specific patient results provided. Update, additional patient information was provided on 07jan2025. The patient has a history of hashimoto thyroiditis and diabetes meletus. On (B)(6) 2023, initial hbsag result= 1.3 s/co (reactive); hbsag confirmatory result= 1.21 s/co (%n= 90%). Duplicate testing was performed after recentrifugation, repeated results from 2023 were reactive and repeated results from 2024 were non-reactive. There was no impact to patient management reported.